Event description:
Medtronic received information regarding a navigation system used in a transphenoidal resection of pituitary tumour surgery. It was reported that the tracer registration was performed with 1.8mm overall accuracy, and green 1mm area encompassing about 80% of the pituitary gland anteriorly. Navigation with tracer pointer appeared to be very accurate on the skin and facial features, as well as the front upper teeth. After the patient was prepped and draped, the sterile malleable sucker was inserted up the nose onto the "cellar floor" or bony covering of the pituitary gland. The surgeon noted that although the tip of the sucker was on the bone, on the navigation screen it appeared to be 1-2mm floating off the surface of the bone. The patient tracker was placed on the center of the forehead, and the emitter was placed one fist away from the patient's left side of the skull. Surgery proceeded as normal using visualization with endoscope and keeping in mind navigation inaccuracy. No impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, section a updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported that the cause of the inaccuracy was due to the sterile drapes pulling on the axiem reference frame that was stuck to the side of the patient's head after the initial registration check.